Manufacturer narrative:
The customer did not provide the meter serial number so it was not possible to determine the manufacture date.

Event description:
The customer tested her blood glucose using her contour ts meter and received a reading of 407 mg/dl. She retested using her contour meter and received a reading of 176 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide product info before ending the call. No product will be returned.